Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. The sequoia screwdriver was recalled on 2/13/2008 and the office recall and emergency coordinator was notified of the actions taken on 2/19/2008. Further investigation is pending.

Event description:
In 2008, the sales rep reported that during a thorocolumbar procedure, the drivers broke. Add'l info received on 19 feb 2008 the regional manager reported that the surgeon was doing a revision surgery for an unk reason. The surgeon explanted a smaller diameter screw and implanted a sequoia screw which is larger in diameter, and the surgeon did not tap area before placing the screw. The surgeon hit cortical bone and he was applying downward pressure and torquing the driver when it broke. The surgeon then asked for another one and the same thing happen. This happened with a total of three drivers. There was no report of surgical delay or pt injury. This malfunction has resulted in an adverse event in the past.